Event description:
The iab was inserted into pt on 12/31/96 and removed 12/31/96. The iab did not malfunction. As a result of the event, there were bleeding complications and the iab was surgically removed and a transfusion was required. The contact stated that there were no long term complications from the event. Complications: bleeding complication/surgery required reported 1/24/97. Pt's current status: discharged-reported 1/24/97.